Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath and dilator were integrated and inserted into the right atrium. After septal puncture, they were inserted into the left atrium, and a non-abbott catheter (thermocool catheter) was inserted into the sheath. During rf delivery, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis